Event description:
Information received by medtronic indicated that the customer received the error code the main arm cannot communicate with the motor arm(pump error 3), an error in the motor was detected by reading unexpected value from hall senso (pump error 43),hal software error detected (pump error 53)troubleshooting was performed and found that the error occurred during the bolus. The customer cleared the alarm successfully and stated that the pump rewind was completed and the insulin pump passed the self-test. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08650 inches. The pump was monitored and no unexpected pump error 43 alarm, pump error 54 alarm and pump error 3 alarm noted. Successfully downloaded history files and traces using thus. There was no pump error 54 alarm and pump error 3 alarm recorded in the formatted history file on the event date. Pump error 43 alarm (file number: 121 line number: 681) was recorded and found in the formatted history file on: 04/25/2023 21:17:16.000. Pump error 43 alarm (file number: 121 line number: 681) was confirmed, suspected on hw. Please see below for other pump errors/alarms noted 2 days prior to the event date 25-apr-2023 in the formatted history file.  Sg calibration error (776) was recorded and found in the formatted history file on: 04/24/2023 14:01:12.000 04/25/2023 05:05:06.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Pump error 54 alarm and pump error 3 alarm were not confirmed. Pump error 43 alarm (file number: 121 line number: 681) was confirmed according in the formatted history file, suspected on hw. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.